Event description:
We received a report that a patient experienced unexpected post-operative refraction after the implantation of an intraocular lens (iol). The report indicated there was no astigmatic correction and the lens was explanted and another iol implanted during the same procedure. In follow up it was learned that the iol was discarded in the field. Additional information was requested regarding the patient and their outcome and serial number of the device; the calls were not returned.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.